Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/1/2021. H.6. Investigation: bd received a 22 gauge insyte autoguard blood control unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed a v-shaped cut in the catheter tubing. This type of cut is usually indicative of the needle piercing through the tubing. There was also a piece of white foreign matter found inside of the tip of the catheter tubing. This piece of foreign matter appeared to be a made from the same material as the catheter. It was collected and sent for ftir analysis. The analysis showed that it was most likely a combination of calcium carbonate, cardboard and silicone. Ground calcium carbonate can be found in the process of the polyurethane catheters and silicone dc 360 was used in the lubrication process of the catheter therefore, these materials are non-foreign. Cardboard can also be found in the packaging and final production rooms. Based off the visual inspection and testing the engineer was able to verify the reported issues. Unfortunately, a definitive root cause could not be determined for these issues.

Event description:
It was reported that insyte autog bc global bl 22ga x 1.0in needle pierced the catheter and had foreign matter. The following information was provided by the initial reporter: during catheter placement, the hcp felt resistance and withdrew the catheter. When checking the product, the needle seemed to be piercing through the catheter or fm of the same material as that of the catheter/needle seemed to be affixed. The hcp did not do the operation that might allow the needle to pierce through the catheter.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insyte autog bc global bl 22ga x 1.0in needle pierced the catheter and had foreign matter. The following information was provided by the initial reporter: during catheter placement, the hcp felt resistance and withdrew the catheter. When checking the product, the needle seemed to be piercing through the catheter or fm of the same material as that of the catheter/needle seemed to be affixed. The hcp did not do the operation that might allow the needle to pierce through the catheter.